Event description:
An enseal ethicon articulating device was used in a surgical case. After removal of the device from the patient's abdomen during the procedure, it was discovered that the instrument was peeling from the tip of the device.